Event description:
End user stated she uses her roller walker to go out to the stores, etc. Like a transport chair and has someone push her. Granddaughter was pushing her to the car using the chair like a transport chair going over the strip that separates the concrete and the door. She hit the concrete and bounced 3 times. She indicated she knows it was her fault. Walker assembled by husband. Possible concussion and back injury. Weight = (B)(6).